Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported patient pc displayed the message "replace generator". Patient also lost therapy. Patient did not see the eri warning earlier in the pc. No further plan of action taken at this time.